Event description:
It was reported that first there was a special loud noise and then the patient was no longer able to hear with his ci. Testing shows that the device has malfunctioned. There is no accident or trauma known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.